Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that a company representative was not present at their computed tomography angiography (cta) and inquired why the representative was not there to program their device into a magnetic resonance imaging (MRI) safe-mode. The patient stated that "it was not done properly and they kept giving me blood pressure medication to bring down my heart rate but the device would not let that happen". The patient stated they were set to a lower programmed rate of sixty beats per minute. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.